Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusions - (no conlcusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures.